Event description:
Reporter alleged obtaining discrepant blood glucose values of hi (over 600 mg/dl) and 441 mg/dl back to back with a result of 216 mg/dl when testing was performed within 10 mins on the advantage system. Reporter stated at a different time another comparative test of hi (over 600 mg/dl) and 126 mg/dl were performed back to back with a result of 75 mg/dl within 10 mins on the same system. Reporter indicated he was not experiencing any hypoglycemic or hyperglycemic symptoms during the time of testing. A request was made for the return of the suspect device and replacement product was sent.